Event description:
It was reported that when using the bd pyxis¿ medbank tower, the wireless keypad connected to the monitor was not functioning. The customer replaced the keyboard battery, but the issue persisted and also opened notepad to check whether any characters appeared when typing, but there was no response from the keypad. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was not working. A field service engineer (fse) found that the keyboard was not responding and that the universal serial bus (usb) dongle for the keyboard was missing from the station. The fse installed a usb wired keyboard, and the repair was verified using the keyboard to log in to the station, resolving the issue. The system functioned as intended after the field service engineer repaired the device.